Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was found to be dislodged when the patient reported experiencing syncope. During lead repositioning procedure, lead helix would not retract. Lead was explanted and replaced. There were no adverse consequences to the patient. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.